Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they create a deeper packet and adjust the battery placement. The issue has been resolved. When the battery was originally placed, the patient weighed 170 lbs and has lost 30 lbs.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they are scheduled to have a pocket revision to have the unit moved to the other side on friday. Patient stated their unit sits basically on the surface of their body with a thin skin covering so the entire shape of the unit is shown. Patient also stated sometimes if they are walking a lot or just finished charging, they will get a shocking sensation that comes out of it and it will be a really sharp pain that just grabs in that area. Patient confirmed sometimes it was when they were charging or right after they charged or sometimes, they would just be standing there and it would start shocking them and this has been going on for at least a month now. Patient stated not having any recent falls. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had a l4 - l5 fusion and since then they had dropped 15 pounds so their battery sits on the surface and not into their muscle or body at all. Patient mentioned historical event that sometime in the past they had their battery lowered or raised because they would bang the ins against a door knob or cabinet and it would cause them pain.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.